Event description:
Customer reported via phone call that he disconnected the insulin pump to take a shower and when putting it back on it started flashing the number 6 and asked for a rewind. Customer disconnected and did the rewind and when pressing the act button, it tells him to do the same thing again. The alarm history was checked and customer stated that there was a motion sensor test failure alarm. The displacement test was performed and the insulin pump failed. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms noted during the rewind test. The pump passed the self test. However, the pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, a stained end cap sticker, and cracked battery tube threads.